Manufacturer narrative:
(B)(4). Batch # n92e1r. The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the replace instrument alert screen reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy procedure, the device was working then received an error message indicating to replace instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.